Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed that the lens backed out (stuck to the injector) of the eye. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. The lens was received outside the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned adhered to the outside of the device. Solution is dried on the iol (intraocular lens). Additional information states that the amount of viscoelastic used in the cartridge during loading was 0·1ml. The root cause may be related to failure to follow the IFU (instructions for use). The reporter stated that the amount of viscoelastic used in the cartridge during loading was 0·1ml. The IFU instructs: fill the device until ovd (viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).